Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with non-sustained lead noise and a non-sustained ventricular fibrillation episode. Rv lead noise was suspected. The pace/sense portion of the lead was capped and the defib portion remains active. Patient is doing well.